Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital after experiencing syncope. It was further noted that the patient had no pulse. The pacemaker had previously been programmed to pace and sense in the atrium only, thus it was believed the patient had now developed an av block. The pacemaker was reprogrammed to pace and sense in both the atrium and ventricle. No additional adverse patient effects were reported.